Event description:
Permobil ab received a report claiming the end-user was found by caretakers in their wheelchair, raised in the standing position and that the user's upper body and thighs were leaning forward. Reports indicate the end-user had sustained injuries requiring medical intervention to address.

Manufacturer narrative:
Permobil ab received report claiming the end-user having been found fallen forward in the wheels while seating was in a full standing position. Report indicated the end-users knees and legs were secured via the knee block assembly, but the incorporated chest bar was not in place, and there was no positioning belt. The end-user was taken to the local hospital for evaluation where it was determined they had sustained bi-lateral fractures to tibia and fibula. The device was evaluated by provider where it was determined to be fully operational with no signs of a malfunction having occurred. Provider reports having removed the stand function from the seating menu in the joystick, and moved seat function control switchbox to the back of the chair for attendant control for stand function. Device was returned to the end-user with no further reports being received.